Manufacturer narrative:
The tech replaced the worn brake casters to repair the stretcher.

Event description:
Info rec'd indicates the brake will set but continues to swivel when being pushed from the side.